Event description:
It was reported that during the implant procedure, the patient experienced a possible perforation of the coronary sinus due to the attempted implant of a left ventricular lead. The lead was not used and another lead was implanted the following day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the patient experienced a pericardial effusion.